Event description:
It was reported that the patient had a yellow wrench alarm. They presented to the clinic for an emergency backup battery (ebb) exchange. The ebb was at first removed and replaced four times without any resolution of the alarm. The battery was then exchanged, and the alarms resolved. No further alarms occurred since the ebb replacement.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the returned 11v battery (serial # (B)(6)). The returned 11v battery has no charge and was inserted into a test system controller. A backup battery fault alarm was reproduced when the power cables were connected to power. Visual inspection revealed corrosion/contamination within the connector area. The plastic wrapping was removed, which revealed corrosion/contamination on the protective plastic layer and on the printed circuit board. A root cause of the corrosion/contamination damage could not be conclusively determined through this analysis. Only 11v battery (serial # (B)(6)) was received for an evaluation. The battery was manufactured on 09oct2023 by the supplier and was received for inspection under batch number 10055376. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.